Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The customer photometer lamp and the cells. The field service engineer adjusted the wash levels, and cuvette level, performed a cell blank, and adjusted the detergent level. He adjusted the gear pump pressure and the sample and reagent probe alignments. He adjusted the wash station volumes, the rinse volumes, and the gear pump pressure. The investigation determined the service actions resolved the issue. The calibration, qc, and precision results were acceptable.

Event description:
There was an allegation of questionable urea results from the cobas 8000 c702 module. Example 1 initial result was 1.9 mmol/l and the repeat results were 7.8 mmol/l and 7.8 mmol/l. Example 2 initial result was 1.6 mmol/l and the repeat results were 11.3 mmol/l and 11.8 mmol/l. Example 3 initial result was 1 mmol/l and the repeat result was 20 mmol/l. The questionable results were not reported outside of the laboratory.